Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the rewind step stops prior to completion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: a review of the black box showed no evidence of a motor time out or stalling alarms. The pump rewind was tested and the pump consistently rewound to the correct 206 position. No defects were found the motor.